Event description:
It was reported that during a dissection around the right inferior pulmonary vein, a small disruption of the vein occurred. Pt was converted from a thoracotomy to a sternotomy. No complications were reported.